Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,h6, and h11. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed after it recovered. A field service engineer replaced the drawer board and circuit board to resolve the issue. The system functioned as intended after troubleshot by the field service engineer. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 5 was not able to open, preventing the user from accessing medications. The customer reported that there was no impact on dispensing, as they managed to dispense medications from another unit or pharmacy. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 5 was not able to open, preventing the user from accessing medications. The customer reported that there was no impact on dispensing, as they managed to dispense medications from another unit or pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had failed due to faulty boards. The field service engineer replaced both the drawer controller board and the circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.